Event description:
Sigma pump over infused medication, no pt harm. Occurrence was repeatable. MFR notified. Investigation revealed exterior impact damage resulting in broken internal pumping mechanism.